Manufacturer narrative:
The event occurred on an unspecified day in (B)(6) 2017. (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed using the naked eye. The tubing was separated from the male luer and the male luer was not present with the sample. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing for a clearlink solution set was disconnected from the patient end luer lock of upon removal from the package. The issue was found prior to use. There was no patient involvement. No additional information is available.